Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Reportedly, the customer did not perform the air removal step prior to filling the cartridge with insulin. Tandem technical support provided additional training in regards to the cartridge fill process. Customer¿s blood glucose level was 344-345 mg/dl.